Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post to a cardiac ablation procedure. Acute device changes were observed on the patient's cardiac resynchronization therapy defibrillator (crt-d), which including changes in impedance, r wave, and capture thresholds from pre-procedure to post-procedure. The crtd required reprogramming due to these changes post ablation procedure. The battery longevity also dropped. The outcome of this case was completed. The patient was reported to be recovering or resolving. No patient complications have been reported as a result of this event.